Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the bolus was under delivered, buttons are got stuck and had frozen display. The customer's blood glucose level mentioned was 258 mg/dl and 251 mg/dl. The customer reported the time clock advances. The customer was inserted new fully charged battery but the all buttons are not responding. Customer reports they were unable to clear the alarm. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed all functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected insulin flow blocked alarms or prime anomalies were noted during testing. No stuck buttons or keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. No frozen displays or any other unexpected display anomalies were noted during testing either.